Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of loss of ble was confirmed. Based on the information provided, it was determined that the device entered ble lockout due to several unsuccessful connection attempts. This behavior is per design specification as a part of a cybersecurity feature.

Manufacturer narrative:
Correction: updated b5 to indicate interrogation completed but device unable to be paired to the mobile application correction: added healthcare professional (section e1, e2, e3) and selected no for e4.

Event description:
Additional information received indicates that the patient was seen in clinic and their insertable cardiac monitor was interrogated, however, the device was unable to be re-paired to the mobile application.